Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited noise and asystole greater than 2 seconds at implant. The device was connected to an chronic other manufacturer's lead which had been tested on the pacing system analyzer (psa) prior to connection. The lead tested normally. The chronic lead was then plugged into the header of the new device. There was noise and asystole. The setscrew had not yet been set. The chronic lead was reconnected to the psa and again, normal values were noted. The physician looked down the barrel of the device. The setscrew was not protruding. The lead was again connected to the device. There was noise and asystole. The setscrew was ratcheted down tightly at which time the observations subsided. The impedance measurements and pacing threshold were stable. The system was continually tested for the duration of the procedure with no further issues noted. No adverse patient effects were reported. The system remains in service.